Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. Line a of the device was programmed to deliver 1000ml of normal saline with 10meq/kcl, at a rate of 999ml/hr, with a vtbi (volume to be infused) of 1100ml, and the delivery was started. After approximately 1 hour, the device alarmed with an unspecified alarm. At this time, the nurse noted the saline container was empty and that there was air in the tubing proximal to the device. The nurse hung a 100ml container of normal saline and attempted to clear the air by backpriming; however, the device continued to alarm. At this time, the nurse noted that there was air in the tubing, distal to the device to the hub of the patient's port-a-cath. The device was turned off and the tubing set was disconnected from the patient. The nurse attached a syringe to the patient's port-a-cath, and withdraw 1/2 inch of normal saline. No air was delivered to the patient. The physician was notified. The patient's port-a-cath was flushed. The therapy was discontinued. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.